Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0kmyd, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who experienced a change in therapy. The patient reported that they had a change in symptoms so they changed the program after which the stimulation was too high so the patient decreased stimulation and the over-stimulation resolved. The patient saw a second healthcare provider (hcp) who suggested that the patient go back to their original surgeon, since they thought the implant was not working and that the patient may need extra stimulation. The patient stated that they increased stimulation today to a comfortable level and inquired if ins battery level was related to the amplitude number since they thought the number had been higher previously, but was not sure. The meaning of programming and amplitude was reviewed with the patient. The patient was advised to follow-up with their hcp if their symptoms do not resolve. The patient's symptom change was reported as occurring a year ago and the over-stimulation was at that same time. Additional information received from the patient indicated the current amplitude setting was no longer effective. That had some concern that the lead had migrated. They turned up the amplitude and would continue to monitor. They were going to follow-up with their managing doctor. The patient indicated that the implant not working and the change in therapy had been resolved. There were no further complications that have been reported as a result of this event.